Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock from the device. Technical services reviewed the episode and noted there was some signal sensed on the right ventricular (rv) channel that appeared to be part of the patient's qrs or was possibly cross talk, and this led to the shock. Technical services cannot diagnose what the patient's arrhythmia was, but it was suspected to have originated on the left side. The shock did convert the rhythm but it was something the physician did not want to treat. Technical services confirmed the device operated as programmed and designed. The physician was considering a vt ablation for the patient, and potentially repositioning the rv lead from the apex to a more septal position when the ICD is replaced. No adverse patient effects were reported. Th device remains implanted and in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.